Manufacturer narrative:
The investigation for the reported stroke has been completed. The device was not returned for evaluation. However, the clinical information provided sufficient details to determine the root cause. The cause of the stroke event was most likely patient condition related since no heparin was given during the case. The instructions for use lists stroke as a potential adverse event. It states :¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 51yo female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that on day 3 of support there was a diagnosis made of a cerebrovascular accident (cva). The patient remained on for support despite the cva. The cva occurring during the support caused right upper limb issues. The team also adjusted the anticoagulation. The pump remained on for support for 24 days until explant.